Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the "not recognizing a closed door" as a door not fully latched alarm caused by loose link screws. The screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump was recognizing a closed door in the general care area. It was also reported that there was no patient injury.